Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device could not be reopened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. It was also reported that the surgical time was extended, but it is unknown by how much time. There was no patient injury reported.